Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 7 months. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had elevated lactate dehydrogenase level of greater than 7000 u/l, dark colored urine, and was symptomatic with shortness of breath (sob) with minimal exertion. The patient underwent a pump exchange on (B)(6) 2016 due to suspected thrombus. The inlet and outlet portion of the pump were left in place, and only the pump was exchanged. No additional information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline severed approximately 2 inches from the pump housing. The remainder of the driveline, the sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the pump, a flat thrombus formation was observed on the proximal-side of the rotor body partially occluding one of the rotor vanes. The thrombus was denatured, indicating that it was present in the pump while it was operating. The non-laminated structure of the thrombus suggests that it did not originate on the rotor and initially developed in another location; however, its origin could not be conclusively determined. In addition, small tissue-like depositions were found on the outlet bearing cup and adjacent to the outlet bearing ball. The depositions did not show any evidence of denaturation or lamination. Although their specific origins could not be conclusively determined, the depositions did not appear to have initially developed in the locations in which they were found. The evaluation could not determine a specific cause for the development of the observed thrombus and depositions or a duration of time for which they were present in the pump; however, their partial obstruction of the blood flow path could have contributed to the reported elevated ldh and hematuria. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.